Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus would not calibrate. Reseated cable between xy board and overlay and calibrated stylus. It was noted that the printer drawer and logo button were missing and the printer was unable to print out a report. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded, and updated software. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was unable to be calibrated. The programmer has been returned to service. There was no patient involvement.